Manufacturer narrative:
Attempts are currently being made to obtain the device for investigation at this time. At a minimum, a review of the device history record is pending.

Event description:
The complaint/event involved a safeset¿ 24 inch arterial pressure tubing, safeset¿ reservoir and blood sampling port. The reporter stated that the arterial line disconnected in a place where it shouldn't have, next to the blood sampling port. The patient was bleeding from the arterial line when the safe set was disconnected resulting in an unspecified delay in critical therapy. This was immediately noticed, and corrective actions were taken to prevent harm to the patient.

Manufacturer narrative:
The complaint could not be confirmed. No product samples, pictures, or videos were received for investigation. Without the return of the used sample a comprehensive failure investigation cannot be performed and a cause cannot be determined. The lot history was reviewed; no nonconformities were identified that may have contributed to the reported complaint.